Event description:
It was reported from a third-party adjuster for user facility stated she is not going to respond to co's request for info. She basically stated the pt suffered a fractured hip and that they settled the claim. Description of the incident is not known.